Event description:
Literature was reviewed regarding the extravascular (ev) lead. The authors described a patient who underwent an implant of an ev lead with good electrical parameters and successful defibrillation threshold (dft) testing. Six hours post implant, chest radiography showed the device and lead in correct position. The patient experienced continuous retrosternal and right-sided nonrespiratory pain, which was managed by adding tramadol. The next day, r-wave sensing had decreased with no discernible p-wave in any position (eg, supine, right/left lateral, or sitting). The patient continued to experience right-sided nonrespiratory pain, and follow-up radiography was performed. The image revealed that the lead had tilted backward toward the heart silhouette and shifted slightly to the right, but the fixation of the lead was uncompromised. By the third day post-implant, the pain was controlled and the patient was discharged on day four. The lead remains in use. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Referenced article: unexpected posterior tilt in extravascular implantable cardioverter-defibrillator leads: lessons learned from 3 cases. Heart rhythm case reports. 2025; 11:347¿353. Doi: 10.1016/j.hrcr.2025.01.010. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.